Manufacturer narrative:
Error fixed automatically with fco72200505. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).)

Event description:
It was reported to philips that a detector calibration error occurred, requiring a software upgrade/reinstallation on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.